Event description:
The following has been reported: biomed reported: problem: pump problem. No harm of patient reported, nor an active infusion being stopped. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for valve actuation failure. Upon physical inspection of the pump, several points of damage were identified. First, the air compressor was not plugged into the main pcba. Second, the handle was broken internally near the bottom left of the pump. Third, the front housing had a broken screw boss on the bottom of the pump near the resistor drive. Fourth, the pneumatic plate was broken on one of the bottom two bosses.. Lastly, the lever arm is scratched deeply. After the air compressor was plugged in, the device was run on a mock infusion which it passed without issue.